Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator provided an alarm indicating very low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device alarming due to very low fio2 (fraction of inspired oxygen) readings could not be duplicated. Ventec downloaded the device's electronic records for analysis it was confirmed that there had been multiple alarms logged for very low fio2, however, proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.